Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced an occlusion alarm but remained in range and continued insulin delivery. By follow-up on (B)(6) 2025, the user reported the alert recurred multiple times before stopping on its own without a supply change. The user did not recall specific blood glucose (bg) values. The user's highest/lowest blood glucose (bg) recorded was not provided. No patient injury reported during the event.